Event description:
Physician reported that an external cardioversion was performed on (B)(6) 2010: the device was interrogated without any difficulty after the external shock. However, small pulses at high rate were observed in the iegm in both channels, which could be detected when the device sensitivity was programmed at a sensitivity value lower than 0,6 mv.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.